Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower bus will not be detected and will not allow to remove cubie from pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was not opening the cubie. A field service engineer (fse) removed the bad cubie, gave it to the customer and performed hardware test application to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.